Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
As reported - intermittent ECG readings and the p wave is not distinguishable from the qrs complex.

Event description:
As reported - intermittent ECG readings and the p wave is not distinguishable from the qrs complex..

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittent ECG readings was unconfirmed. The sr8 was visually inspected and no physical damage was found. The reported issue was unconfirmed as no faults could be replicated. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.